Event description:
It was reported that the pump battery was depleting quickly intermittently resulting in the pump shutting off. The customer¿s blood glucose was over 2300 mg/dl to "high" and they experienced damage to kidneys. Customer performed a supply change to address the issue and paramedics administered fluids (nature of fluids was not known) and transported them to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 2 weeks later with the issue resolved. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.